Event description:
Silicone & saline implants caused rptr a multitude of problems including; 1) memory loss, 2) neuropathy, 3) right carpal tunnel, 4) joint aches & pains, 5) heart palpitations, 6) shortness of breath, 7) chronic rashes, 8) weight gain, 9) fatigue.